Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux selected the wrong medication and was closed without counting the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had selected the wrong medication when issuing. The technical support specialist (tss) noted that there was no retry button on the cabinet and restarted the cubex application and had the customer performed a cycle count of the medication before issuing the correct medication to the patient. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux selected the wrong medication and was closed without counting the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.